Manufacturer narrative:
An event regarding packaging damage involving simplex bone cement was reported. The event was confirmed. Method & results: device evaluation and results: the reported device was not returned however photographs were provided for review. The photographs showed broken glass fragments in the bottom of a single unit box. It was also reported that the ampoule was totally smashed and the unit carton was physically damaged. An odour was also reported to be coming from the product. Medical records received and evaluation: not performed as there was no patient involvement. Device history review: DHR review for the reported lot determined that the device was manufactured and packed to specification. Complaint history review: review determined that there were no other similar reported events for the lot. Conclusions: it was reported by the hospital that during in-coming receipt that the ampoule in a single unit carton was broken. It was also reported that there was an odour coming from the box. This indicates that an ampoule was broken at the time or shortly before the product was received by the customer. The liquid from the ampoule has a very strong odour and lasts a short period of time as the liquid evaporates when exposed to the atmosphere. The liquid from the ampoule would also remove the seal between the blister and the tyvek lid as well as distorting the blister. Based on the information provided, it appears that this product was damaged due to inappropriate handling during distribution/transportation. No further investigation is possible at this time as no product and insufficient information was received by stryker orthopaedics. If additional information becomes available this investigation will be reopened.

Event description:
Medical center emailed stryker and notified that the hospital reported liquid bottle of simplex p bone cement, which is inside one unit of ten-unit box, was broken when in-coming inspection by hospital.

Manufacturer narrative:
Review of the batch manufacturing records indicates devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
Medical center emailed stryker and notified that the hospital reported liquid bottle of simplex p bone cement, which is inside one unit of ten-unit box, was broken when in-coming inspection by hospital.